Event description:
It was reported that during revision surgery, a screw fractured during removal and shank remains imbedded in patient's left c2.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of information provided concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.